Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this lead was part of a system explant due to sepsis, which was suspected to be due to a dialysis port. There was no report of adverse patient effects due to the explant procedure.